Manufacturer narrative:
The device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) due to far-field oversensing. Technical service consultant reviewed the available device data as no malfunction, and recommended programming options to prevent recurrence. No adverse patient effects were reported.